Event description:
The customer contacted beckman coulter, inc (bci) in regard to erroneously elevated thgabii (thyroglobulin antibody ii) results generated on a unicel dxl 800 access immunoassay system for five pts. The initial erroneously elevated results were not reported outside the laboratory. The customer re-ran the samples and the results were within reference range. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
Field service engineer (fse) was on site on (B)(6) 2009 to investigate the event. The fse inspected the instrument and performed a high sensitivity system check which passed within instrument specs. The fse indicated there was no hardware issues associated with the instrument. A definitive root cause could not be determined for this event. This is 2 of 5 separate MDR reports related to 5 pt events associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2011-02930, 02932, 02933, 02934 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.